Manufacturer narrative:
Updated fields: g2, h2, h6, h11 intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument for failure analysis evaluation. The visual inspection found no damage. The instrument was tested on an in-house system and found to be fully functional. Logs were unable to verify any failures. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument and the sureform 60 blue reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the first sureform 60 stapler instrument used was installed on the system 2 times and fired 2 sureform 60 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The logs show the second sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (5 blue, followed by 2 white). No firing failures were observed with this stapler instrument. There were no stapler related errors in the system logs. .

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, stomach tissue was pushed and not properly stapled or cut when a sureform 60 stapler instrument fired a sureform 60 blue reload. The event occurred while creating the vertical staple line of the stomach pouch. The stapler pushed the tissue straight forward and the tissue sustained some deserosalization which required excision. Staples were deployed, then rinsed, and suctioned out. A new vertical staple line was created with a new stapler. The surgeon noted that this adjustment was ultimately beneficial, as the first formed horizontal staple line was slightly longer than intended. The excised tissue from the vertical staple line allowed for proper sizing of the pouch without any complication. There was no significant bleeding that required any intervention. The surgeon does not anticipate any complications related to this event or the interventions performed. It was reported the procedure was completed as planned and the patient is recovering well.